Event description:
It was reported that a patient presented with under-sensing of r wave and pacemaker mediated tachycardia noted on the patient's implantable cardioverter defibrillator. No corrective programming changes were recommended. No adverse patient consequences were reported